Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a tavr procedure, post deployment of a  26 mm sapien 3 valve (with -2ml), the patient¿s echo revealed moderate paravalvular leak (pvl).  In order to address the leak, the valve was post-dilated with +1.5ml, which helped to improve the leak.  After 30 minutes, the patient was able to leave the cath lab, however, the doctors noticed the patient was hypotensive and there were changes in the ECG.  The patient was taken into surgery and a rupture of the left coronary artery with hematoma was observed.  The surgeons were able to successfully remove the clot that was compressing the circumflex artery from the posterior site of the left ventricle and perform an ¿aortic compression¿.  The patient was able to be stabilized.  Post procedure, the patient was noted to be awake, extubated, conscious, and evolving positively in the ICU.

Manufacturer narrative:
H6 and h10: the valve was not returned to edwards lifesciences as it remains implanted in the patient.    Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, and coronary flow obstruction are known potential complications associated with the tavr procedure.     Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used.  Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem.   The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease.  Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)).      There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication.   The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures.    In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the aortic rupture is unknown but may be due procedure factors (manipulation of devices). The coronary obstruction was caused by a clot that was compressing the circumflex artery from the posterior site of the left ventricle.the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Occurrence date was corrected from (B)(6) 2019 to (B)(6) 2019.

Manufacturer narrative:
Reference CAPA: 20-00141.